Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the procedure, the surgeon noted that the thread no longer engages with the stem's for insertion.